Event description:
It was reported that the pcea tubing leaked unspecified fluids at the patient hub connection site. Although requested, there are no additional patient or event details available at this time.

Manufacturer narrative:
The customer¿s report that the pcea tubing leaked at the patient hub connection site(male luer) was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, fractures, kinks, holes, and tears in the tubing and its components. A residual clear, colorless liquid was present within the set. No anomalies or evidence of damage on the set or components were observed upon initial visual inspection. Examination under magnification revealed some solvent channels at the exterior tubing and interior male luer surfaces that seemed more evident along the area of the yellow stripe of the microbore tubing. Functional and pressure testing confirmed small droplets leaking at the engagement between the tubing and the inlet port of the male luer ¿patient hub¿. The root cause is improper solvent application due to inadequate maintenance of the solvent dispenser and an improper holding time. This creates an inadequate interaction at the affected engagement that can lead to leaks after sterilization.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pcea tubing leaked unspecified fluids at the patient hub connection site. Although requested, no further details were provided by the customer for this event.